Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 3.50x20mm synergy¿ drug-eluting stent was advanced but the device was unable to cross the lesion. When the device was removed from the patient, it came in contact with the tip of the guiding catheter and the proximal portion of the stent struts were lifted. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.